Event description:
Literature: altomare df, ratto c, ganio e, lolli p, masin a, villani rd. Long-term outcome of sacral nerve stimulation for fecal incontinence. Dis colon rectum. 2009;52(1):11-17. Summary: sixty pts with fecal incontinence, underwent permanent sacral nerve stimulation. Fifty-two pts were available for long-term f/u, lasting at least 5 yrs (from 1996-2002). No deaths were recorded in the early postoperative period. During the f/u period, one pt experienced electrode displacement and required substitution of the device. See MFR report number: 2182207200903707.

Manufacturer narrative:
See scanned pages.